Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported during prostate procedure the fiber tip detached. The procedure was completed using second fiber. No patient injury was provided.